Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. One used lf1737 was received for evaluation. Visual inspection found the cord cut off from the sample. The cord was spliced to test functionality. The device was plugged into the generator and activated on a simulated tissue with acceptable results. Functional testing was also performed on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications.

Event description:
The customer reported that there was no seal effect even though end tones were heard during a pediatric ladd procedure. There was no injury or bleeding.